Event description:
It was reported that an asymptomatic patient presented in-clinic for follow-up with post-paced t-wave oversensing noted on the stored egm. The patient did not receive inappropriate therapy during the oversensing. The device was reprogrammed, and patient was fine after event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.